Manufacturer narrative:
Additional information: section d-6a: date implanted: not applicable as there is no indication the iol was implanted. Section d-6b: date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3: device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was defective. Extent of patient contact and patient prognosis post-procedure are both unknown. No further information is available.